Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that unable to confirm alarm as over temperature are not recorded in alarm history. Unable to reproduce issue. Fse replaced vacuum and pressure transducers as guidance from business unit engineering. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer. The following was performed by a technician of the maquet. Failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: vacuum transducer. Pressure transducer. These parts were received with a reported unit failure message of over temp alarm. Performed visual inspection of this part received and part looks to be in good condition. Installed vacuum transducer and pressure transducer into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed all functional tests and all tests passed. The fat dept. Pumped the unit and did not observe over temp alarm. The fat dept. Could not verify the failure message of over temp alarm. Vacuum transducer and pressure transducer passed testing. Retaining both transducers in the fat dept. Per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a continuous over temperature alarm. The staff switched to a working unit without issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.